Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance. It was also reported the ra lead exhibited no capture. Reprogramming occurred. The ra lead remains in patient. No patient complications have been reported as a result of this event.